Event description:
The pt reported she had fluid/drainage at the ipg site. The pt also reported she had sores on her body (unk location). The pt stated she met with her physician and was prescribed bactrim.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.